Event description:
A pump alarm was reported, specifically alarm 20, which occurred during the loading process. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was unable to successfully load a cartridge despite assistance, so the technical support team decided to replace the pump, and the customer used a backup insulin pump to ensure uninterrupted insulin delivery.